Event description:
Additional information received noting that the explanted lead was discarded.

Event description:
It was reported that the patient underwent a lead revision due to high impedance/lead fracture. Suspect device has not been received by manufacturer to date. No other relevant information has been received to date.